Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The motor assembly was also corroded. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported the customer had fluid exposure to their insulin pump. Customer reported their insulin pump was no longer functional. The customer's blood glucose was 179 mg/dl. Customer also reported there was fluid present under their lcd display. The customer did not observe any cracks on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.